Manufacturer narrative:
Batch review performed on 28 august 2018. Lot 123247a: (B)(4) items manufactured and released on 17 june 2014. Expiration date: 2019-05-31 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-revision tibial augmentation size 4/10 mm reference 02.09.ta410 (k130299) lot 155951: (B)(4) items manufactured and released on 30 november 2015. Expiration date: 2020-11-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Visual inspection performed on aug 28, 2018 by packaging and washing manager: as visible in the picture initially provided and then confirmed through the visual inspection of the retrieved item, the primary sterility packaging of both the implants is damaged. It is likely that the handling activities caused aggressive tibial component movement in the primary sterility packaging, causing the breakage of the primary barrier and impacting the secondary sterility blister. A new packaging configuration has been developed and an updated validation master plan has been implemented in order to help prevent similar occurrences in the future. The involved lots were packed with the old packaging configuration.

Event description:
The nurse took the size 5 and the outer packaging was completely intact. He opened the foil of the inner packaging and found that the inner packaging was open. The same issue was found for the size 4.